Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient (age and gender unknown) with vital signs absent (vsa), but during the event, the device gave a "no shock advised" prompt to what was believed to be a ventricular fibrillation heart rhythm. The clinicians reported that the device subsequently shocked the same patient heart rhythm. The complainant indicated that the patient was in a vsa condition upon the medics arrival, and the patient's condition did not change throughout treatment.